Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to discontinue use of the device. The implanted device remains. Revision surgery is planned but has not taken place as of the date of this report, (B)(6), 2010.

Manufacturer narrative:
(B)(4). Implanted device remains.